Event description:
It was reported by the customer that their meter was not providing calibration information to their insulin pump. Customer treated with two glucose tablets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.